Event description:
It was reported that there are two broken reaming irrigation aspirator reamer shafts. One was noticed previously and attempted to be processed through the instrument repair team. The other shafts broke interoperatively. The reaming irrigation aspirator was used for bone graft; the shaft broke in the femur as the surgeon was reaming. The surgeon was able to remove the reamer head and shaft, but a few broken pieces were not able to be retrieved and remained in the patient, as determined by x-rays. The surgeon performed the graft successfully using an iliac crest graft as an alternate method. This caused a delay of one hour. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that criterion tool & die, inc. Manufactured the drive shaft assembly for ria, p/n 314.743, and lot number 5374205 (supplier lot # 14656-01) on po #(B)(4), for (B)(4) pieces delivered october 30, 2006. Initially, the part conformed to the supplier¿s certificate of conformance, dated october 24, 2006, and synthes final inspection sheet # (B)(4), revision ¿g¿. The parts were released to the warehouse on november 2, 2006. Due to an unknown cause, there was a broken reaming irrigation aspirator reamer shaft. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The drive shaft assembly for ria was made to the synthes drawing p/n 314.741, revision ¿g¿, released on april 10, 2006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device has been received and is currently in the evaluation process.a review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The visual inspection of the returned device performed as part of the product investigation reported the ria driveshaft (314.743) was received with the hex tip broken where it interfaces with the reamer head. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage due to wear and fatigue. The shaft from lot 14656-01 has a manufacture date of 11/2/2006. As the drive shafts are over seven years old, it is likely that the failure was caused by wear over time. Drawings (B)(4) and drawing (B)(4) were reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings and complaint history the design is adequate for its intended use and did not contribute to this complaint condition. The instrument did break, so the complaint is confirmed. The part was manufactured over seven years ago suggesting that the failure was due to wear. Because the complaint condition is the result of wear over time and not a design deficiency, the device is determined to be suitable for its intended use if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.